Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient reported that on the day of the event they experienced a hypoglycemic event and loss consciousness. The patient stated they did not experience any warning symptoms during the event. They were found by their wife who called the emergencies. At the time of the loss of consciousness the patient did not have any cgm readings, and it was noted that there was a sensor error. When the paramedics arrived a fingerstick was taken, but other than the reading being low, the patient did not remember this. The paramedics treated the patient with a glucagon injection and after treatment the patient recovered and no further treatment was reported to be needed. At the time of the call the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of failed sensor during warm up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.